Manufacturer narrative:
Additional information received indicated the remote monitoring alert was due to a high impedance measurement. A review of the electronic medical records at the clinic did not specify if it was a pacing or shocking impedance measurement, however it did indicate there was only a single measurement out of range and it has since come back to normal limits. All available information indicates the patient will continue to be monitored.

Manufacturer narrative:
Attempts for additional information have been made. At this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient's remote monitoring system associated with this implantable cardioverter defibrillator (ICD) displayed a red blinking light indicating the presence of a potential product performance issue. No adverse patient effects were reported. All available evidence indicates this device remains in service.